Manufacturer narrative:
Medwatch sent to FDA on 5/24/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "an infraorbital vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "warnings: the product must not be injected into blood vessels. Introduction of juvéderm ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #11)." " health care professional instructions if immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection."

Event description:
A patient reported that 2 days after injection "all over the face" with an unspecified "juvederm&#59552;product, they experienced an infraorbital vascular occlusion below their eye on the right side. The patient was injected with antibiotics, steroids, and hyaluronidase the day after symptom presentation. Symptoms are ongoing. The patient was concomitantly injected with juvederm voluma xc. Follow-up with the injecting office revealed that the patient is doing much better. This is the same event and the same patient reported under MDR ID #3005113652-2016-00404 ((B)(4)). This is the MDR submitted for the first suspected product, juvederm.&#60301;